Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited a missing electrocardiogram. The ICD was reprogrammed. The patient condition is deceased due to unrelated reasons.